Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he got some water droplets on the screen of the insulin pump. Customer's blood glucose was 143 mg/dl. Customer stated that the pump has moisture in the screen and there is fluid under the lcd display. Customer stated that the pump was not dropped. Customer stated that his swimming trucks got wet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.